Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (6) peripheral cutting balloon registry. The patient underwent treatment with the peripheral cutting balloon in (B) (6) 2006. The target lesion was a de novo lesion located in an arteriovenous fistula. The reference diameter was 6mm and the target length was 10mm. Target lesion pre-procedure was 80% stenosis and 10% stenosis post-procedure. Lesion morphology was a concentric, tight stenosis lesion. First month follow up visit in (B) (6) 2006 and three month follow up visit in (B) (6) 2006 the patient status was alive and the lesion was patent. No adverse events or intervention occurred since the procedure. Six month follow up visit in (B) (6) 2007 it was reported that the patient underwent conventional angioplasty in (B) (6) 2007 on the target lesion, due to angiographic restenosis. Twelve month follow up assessment in (B) (6) 2007 indicated the patient was alive with patent target lesion, no adverse events or interventions reported.